Event description:
It was reported that the right ventricular lead exhibited high capture threshold and high pacing impedance. The lead was capped on (B)(6) 2022 and successfully replaced. The patient was stable and asymptomatic.